Event description:
According to the reporter, on a laparoscopic sleeve gastrectomy, during the stapling, a breaking sound was heard as the surgeon was squeezing the handle. The surgeon was not able to staple. Another handle was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.